Manufacturer narrative:
(B)(4). Retainer ring = black, the pump was returned for a cosmetic damage located at the battery compartment going to the back found on (B)(6) 2021. Pump was received with a cracked case-corner of belt clip rails near the battery tube compartment. Pump was also received with a blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank display. Pump was cut open to perform visual inspection and found j7 power connector becoming loose from pcba 1 due to severely corroded pcba 1. Severe corrosion was also found on the pcba 2, force sensor, motor assembly and vibrator assembly noted. Unable to generate power management graph due to blank display. Unable to download history files and traces using thus due to blank display. Pcba 2 was cleaned using isopropyl alcohol and swapped out with a working test pcba 1, case, internal battery and motor. Using the battery simulator, the pump was still unable to power up. Blank display was confirmed due to j7 power connector becoming loose from pcba 1 due to severely corroded pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were also noted during visual inspection: a pillowing keypad overlay, a scratched case and a broken belt clip rails. Cosmetic damage was confirmed located at the battery compartment going to the back. Blank display was confirmed due to j7 power connector becoming loose from pcba 1 due to severely corroded pcba1. During visual inspection, found severe corrosion on the pcba 2, force sensor, motor assembly and vibrator assembly noted. Unable to download history files and traces confirmed.

Event description:
Information received by medtronic indicated that the insulin pump had a crack from the battery compartment going to the back of insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.